Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported the device will not power on. No patient involvement reported.